Manufacturer narrative:
Based on the current information provided, the cause of the periprocedural bleeding cannot be determined. System logs are not available for review.

Event description:
A patient who was enrolled in a clinical study underwent an ion biopsy procedure and developed minor hemoptysis after the procedure. The procedure was completed as planned with no delays. Upon waking, the patient experienced minor hemoptysis. As a result, an intravenous drip of carbazochrome sodium sulfonate was given. The estimated blood loss was unknown; however, the patient did not require a blood transfusion or additional intervention. There was no other injury reported, and the patient recovered the next day. The patient was diagnosed with adenocarcinoma. Following the procedure, the patient completed a one-month follow-up visit as part of this study and is currently undergoing medical treatment for lung cancer. There is no other adverse event reported. The physician thought this event was neither ion system nor instrument/accessory related. There was no device malfunction associated with the event.